Event description:
Rec'd info stating customer rec'd multiple occlusion alarms. Additionally, the customer rec'd an altitude alarm. Reportedly, the customer's altitude and location had not changed. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A f/u report will be filed.